Event description:
It was reported that the patient was having coupling and communication issues with the device. It was noted that an internal neurostimulator (ins) overdischarge was suspected and the clinician programmer would not communicate with it. It was further noted that "dissatisfaction with stimulation was the primary reason for overdischarge." The patient stated that she was experiencing "intermittent shocking" after she had "tweaked her back" a few months after implant and she had stopped using the stimulator in (B)(6) 2011. The manufacturing representative stated that an x-ray had been taken, and revealed a lead migration. Performing a physician mode recharge (pmr) was recommended. It was discussed that the pmr could be performed immediately or after patient's lead revision was completed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported that a physician mode recharge (pmr) was performed; device "started and died again." Patient had excessive stimulation in posture adjustments and the physician requested to re-implant. Total lead revision was planned due to leads pulling out of epidural space. Patient's old system was removed; new battery and two new leads were implanted. It was reported the patient was doing "very well" and receiving adequate stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).